Event description:
A report was received that several contacts of the patient¿s lead was non-functional. The physician referred the patient for a revision.

Event description:
A report was received that several contacts of the patient¿s lead was non-functional. The physician referred the patient for a revision.

Event description:
A report was received that several contacts of the patient¿s lead was non-functional. The physician referred the patient for a revision.

Manufacturer narrative:
Additional information was received that the ipg was replaced per physician's preference since it would overall give better results with the patient's condition. No device malfunction with the replaced ipg.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced for unknown reason. There was no need to replace the current lead as it was functioning. The patient had only one lead which was the reason why the contacts were showing non-operable in bionic navigator. The patient was reportedly doing well postoperatively. No suspected issues with the ipg. The explanted ipg was not returned to bsn as it was discarded by the medical facility.